Manufacturer narrative:
The device was used in treatment. The device was not returned for analysis, therefore, the clinical observation could not be confirmed. The investigation will focus on a review of product documentation. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Per procedure destino steerable guiding sheath in-process and final inspection: 17.1 leak test: perform leak test according to procedure.. The leak test is performed by manufacturing personnel and is observed by quality assurance personnel. This procedure is performed on 100% of the sheaths. Per IFU, before you flush the sheath: do not connect a power injection syringe to the sideport and inject contrast solution. Do not aspirate steerable sheath with a guidewire in place through the hemostatic valve. Aspiration with a guidewire through the valve may cause air embolism which can result in significant morbidity or death. Use the sideport, located at the handle, to inject contrast solution or flush the steerable sheath. The steerable sheath must be thoroughly flushed with either saline or heparinized saline and free of air prior to use to avoid air embolism to the patient. Aspiration and flushing of the sheath should be performed frequently to help minimize the potential for air embolism. For injecting or aspirating through the sheath, use the sideport only with stopcock. Prior to infusion, remove all air using the sideport. Indwelling sheath should be internally supported by a catheter, electrode, or dilator. Never advance, torque, or withdraw sheath when resistance is met. Determine cause by fluoroscopy and then take remedial action. The following conditions require special care if a transseptal approach is used: enlarged aortic root; marked right atrial enlargement; small left atrium; marked distortion of the thoracic configuration. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Our investigation is still in progress, follow up report will be submitted if we found any further additional information.

Event description:
It was reported that, there was a problem with the irrigation port. It was difficult to connect the tubing and air bubbles were introduced. There was no adverse event reported. No other additional information is available.